Manufacturer narrative:
Lens work order search: no similar complaint type events within associated lots. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.50/2.0/115 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a same length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: dimensional inspection found the lens within specifications. Serial number: "(B)(4)" should be corrected to "(B)(4)" in the initial MDR. Expiration date: "31-may-2021" should be corrected to "30-jun-2021" in the initial MDR.